Manufacturer narrative:
Inspection of device is ongoing. Will provide additional information upon completion. As incident required medical intervention for facility nurse operator, it is being reported. Incident did not affect patient using device.

Event description:
Facility nurse was articulating left head side rail into downward position. Facility nurse's finger was resting between a pinch point at the bottom of the housing and side rail, and was injured when side rail was lowered. Injury to nurse required five stitches.